Manufacturer narrative:
One device was received for evaluation. The reported problem was unable to be verified as there was no reported fault. Functional testing found that the device failed for flow accuracy. The device over infused. It was determined that the expulsor was the root cause. The expulsor was trimmed to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for an unknown repair. There was unknown patient involvement. Device analysis showed the device to fail accuracy testing, the device over infused.